Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Source of information is from a literature article. Very limited information is available for the death. If/when more information is received, the pc will be updated as needed. (B)(4).

Event description:
Literature article was received entitled "sub-vastus approach is more effective than a medial parapatellar approach in primary total knee arthroplasty: a randomized controlled trial". Literature article "sub-vastus approach is more effective than a medial parapatellar approach in primary total knee arthroplasty: a randomized controlled trial" (2009) by stephen a. Bridgman, gayle walley, gilbert mackenzie, darren clement, david griffiths, and nicola maffulli published by the knee doi:10.1016/j.knee.2008.11.012 was reviewed. The article purpose: to assess the differences in patient outcomes between the medial parapatellar approach and the sub-vastus surgical approach. The article reports: the authors utilized a prospective single-centre longitudinal randomized controlled trial 116 patients were allocated to the sub-vastus approach, and 115 to the medial parapatellar approach. The authors conclude that the sub-vastus procedure had significantly improved patient outcomes as measured by womac global and pain scores, sf36 physical function, role-physical scores, euroqol utility, and pain scores. These measurements were taken at five main time-points, namely on hospital admission prior to surgery, in hospital one-week post-operatively or at home if already discharged, and in the clinic at six weeks, 12 weeks, and one year following surgery. The only reported downside to the sub-vastus approach reported is a decrease in ease of exposure for the surgeons conducted the operation. Depuy products involved: lcs mb prosthesis. Complications: one death 1-day post surgery, four joint infections, two deep incisional infections, 5 knees underwent manipulation for stiffness, one patient had patellar dislocation, four patients had pulmonary embolus, one confirmed deep vein thrombosis (another was unconfirmed, but suspected). The patella was replaced in 17 out of the 231 patients although it is not indicated in which patients this was done. Cement usage was not discussed.